Event description:
During the surgery, when the surgeon inserted the bearing insert trial (ps type #5/10mm) onto the tibial base plate by using the plastic hummer, the insert trial was cracked. Then, the surgeon removed cracked insert trial from the tibial base plate and he used another insert trial (cr type #5/10mm) instead of it. The pt has not had any health problem.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
After the lead was implanted, patient complained of chest pain. Echo revealed small pericardial effusion due to perforation. During the surgery to drain the blood and place a pericardial lv lead, the rv lead noted to have loss of capture and low r-waves. The lead was repositioned. In 2009, it was reported that the patient notifier had triggered for high impedance. No apparent explanation in the rise in impedance. Hence, both ICD and lead were explanted.